Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving battery charger faults. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Evaluation: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to recognize inserted battery. The cause for the failure was isolated to a contaminated battery board and a thermally damaged q1 current-controlling transistor on the bedside board. The root cause for the contamination was ingress of an unknown liquid. The root cause for te damaged q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.